Event description:
It was reported that during preparation of a bhp procedure "error 202" was observed. The console could not be used. The procedure was completed using an alternate procedure (turp). No harm to the patient reported.

Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(6) 2016. Error 213, 235, 302.13 and 202.11 were observed. The laser power supply was replaced. No further errors were observed. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2016. The replaced lps s/n (B)(4) was received at the manufacturer on january 03, 2017. It was noted that the lps was discarded.